Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented over a remote transmission. Stored egm revealed that the device exhibited post-paced t-wave oversensing. Programming changes were recommended. It is unknown if the changes were made, as the patient moved to another state.

Event description:
New information received indicated that the recommended programming changes were made.